Event description:
It was reported to boston scientific corporation on november 03, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2022. During the procedure, the stent was released by button 3 of the holder after several attempts, but button 1 did not work. The procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).